Event description:
Reporter indicated that a 102r generator was opened for implantation, but it would not program. A different generator was implanted. The generator has been received and is awaiting analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.